Manufacturer narrative:
The customer contact indicated that the devices were discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of device breakage of the distal tips of the option-lok male adapters. Prior to connecting the option-lok male adapters to the calve ports of the extension sets, curos caps were used with no dry time. The option-lok male adapters of the plumsets were connected to the clave ports of the extension sets, and were being used to deliver unspecified medications or blood products, at unspecified rates. After unspecified lengths of time, the nurses attempted to disconnect the option-lok male adapters of the plumsets from the extension sets. At this time, the distal tips of the male adapters broke off. The customer contact reported that when the devices were used with blood products, unspecified volumes of blood products leaked. No additional details were provided. The customer contact reported a delay of therapies due to the additional time it took to disconnect the plumsets from the extension sets; however, there were no reported adverse patient effects. No medical interventions were required. No additional information was provided.